Event description:
As reported; "the patient broke their hip .the target is missing the nail. The nail did not get locked distally, the surgery was completed successfully. No patient impact. 3-5 minutes surgical delay. No adverse consequences. "

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.